Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1jje5, implanted: (B)(6) 2017, product type: lead. (B)(4) apply to interstim ii and lead (lot#va1jje5). (B)(4) applies to lead (lot#va1jje5) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Because the patient's tissue is so loose, due to ehlers-danlos syndrome (pre-existing), the ins is still twisting from side-to-side since it was surgically revised and they believe the twisting caused the wire to move; the suspected lead migration resulted in pain. They've had really sharp pains last week from their back to the middle of their "butt cheek" at the ins site. As a result of what was reported, they saw their healthcare provider (hcp) and was placed on antibiotic and anti-inflammatory medications. On (B)(6), they woke up and the pain was gone, but so was stimulation. They previously were feeling stimulation at 2.4 v and when they increased by small amounts. They have since increased all the way up to 7.0 v on all four programs but was still unable to feel stimulation. When asked if the patient had any falls or trauma prior to this, they said they tripped on saturday and "hit the wall," but they don't believe it was hard enough to affect they system; they reiterated that the suspected lead movement was due to ins twisting. The patient was redirected to their hcp. No further patient complications have been reported as a result of this event.